Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Note: at call back on (B)(4) 2017, the customer stated her condition had improved and she did not currently have any diabetic symptoms. The customer stated she did not have any medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. Family member is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer originally called concerned that her meter was reading too high. In going through the meter's memory, the first result was lo. The family member stated that she had tried the meter and it gave her an lo and that she felt fine. The rest of the results provided were the customer's and were not higher than her expected range. The customer's expected fasting blood glucose test result range is 200 - 300 mg/dl. During the call on (B)(6) 2017, the family member stated the customer had a headache but declined medical attention. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/18/2019 and open vial date at time of call is a month ago. The customer was unclear whether results from the memory were fasting or non- fasting. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Customer also stated that at one point the meter was reading e-5.